Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2020. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: how was the procedure completed? Ans : procedure completed with suture to fix the proceed to abdominal wall. Were there any patient consequences? If yes, please explain? Ans : no.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Were there any patient consequences? If yes, please explain? Status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the mesh was implanted. It was reported that during surgery the mesh ocr layer was separated. There were no adverse patient consequences reported.